Event description:
It was reported that the patient is currently experiencing sharp pain in her knee area. Patient is also complaining of swelling and having problems with certain movements. Patient is currently walking with a cane and activity level is sedentary. Patient has been advised to have revision surgery but no date has been set.

Event description:
It was reported that the patient is currently experiencing sharp pain in her knee area. Patient is also complaining of swelling and having problems with certain movements. Patient is currently walking with a cane and activity level is sedentary. Patient has been advised to have revision surgery but no date has been set.

Manufacturer narrative:
Catalog numbers and lot codes of the other devices listed in the report: cat. No.: 5520-b-300, triathlon prim tib baseplate cemented, lot: bndr. Cat no.: 5510-f-301, triathlon cr fem comp #3 l-cem, lot: srmyj. Cat no.: 5531-g-319 x3, triathlon cs insert #3 19mm, lot: lbt169. Cat no.: 6192-1-001, simplex p speedset full dose 1 pack, lot dlr034. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient is currently experiencing sharp pain in her knee area. Patient is also complaining of swelling and having problems with certain movements. Patient is currently walking with a cane and activity level is sedentary. Patient has been advised to have revision surgery but no date has been set.

Manufacturer narrative:
The device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been no other events for this lot. A review of the provided medical records and x-rays by a clinical consultant indicated it is not possible to determine the cause of the complaints noted in the event description based upon the documentation available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.